Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. The photo shows iol damaged inside the lens case. The iol appears to be torn/split/cut . One haptic appears to be broken/torn. Additional information: the file states the use of "hpmc 2%" as viscoelastic and company "d cartridge", which are not qualified to be used with associated product combination. Additional observations were as follows: iol returned in three (3) segments in the iol case. Solution is dried on the segments. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in three (3) and scratched/marked-rejectable. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the company instruction of company qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, a lens presented with a crack after it was implanted. The surgeon removed the lens. There was no impact to the patient. Additional information has been requested.